Event description:
It was reported that sometime post chronic catheter placement, central line-associated bloodstream infection was allegedly developed in the patient¿s central line. It was further reported that culture was taken from the line and laboratory infection confirmed the growth of sphingomonas paucimobilis bacteria. Furthermore, patient allegedly had urinary tract infection and experienced symptoms of tachycardia, hypotension, lethargy, and fever. Reportedly, antibiotics were administered to treat central line-associated bloodstream infection. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed syringe was returned for evaluation. Gross visual evaluation were performed. Heparin lock flush solution was noted in the syringe. Solution was noted within the syringe. The product was noted to be clean and no other anomalies were noted. The investigation is inconclusive for the reported infection issue as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post chronic catheter placement, central line-associated bloodstream infection was allegedly developed in the patient¿s central line. It was further reported that culture was taken from the line and laboratory infection confirmed the growth of sphingomonas paucimobilis bacteria. Furthermore, patient allegedly experienced symptoms of tachycardia, hypotension, lethargy, and fever. Reportedly, antibiotics were administered to treat central line-associated bloodstream infection. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 04/2023), g3 . H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported by the customer that "an organism grew in the patient's central line, have not cultured syringe yet. Heparin -3ml 100 unit."

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that sometime post chronic catheter placement, central line-associated bloodstream infection was allegedly developed in the patient¿s central line. It was further reported that culture was taken from the line and laboratory infection confirmed the growth of sphingomonas paucimobilis bacteria. Furthermore, patient allegedly experienced symptoms of tachycardia, hypotension, lethargy, and fever. Reportedly, antibiotics were administered to treat central line-associated bloodstream infection. The current status of the patient is unknown.